Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of disease progression, likely osteoarthritis, which required the use of a total knee replacement.

Event description:
Revision: reason not reported. Implanted total knee after resurfacing of mono-compartmental.

Event description:
It was reported that a female patient who was initially implanted with a total knee implant approximately 12 years ago complained of pain and radiolucencies were seen on x-ray. A revision implant of the total knee occurred after resurfacing of mono-compartmental was reported. The side of the knee was not reported. This patient has a history of osteonecrosis. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2016-00870.

Manufacturer narrative:
After further review of additional information received the following sections date of report, event, other relevant history, implant date/explant date, concomitant medical products, date rec¿d by MFR, PMA/510k, if follow-up, what type, device evaluated by MFR, device manufacture date and adverse event problem have been updated accordingly. Implanted approximately 12 years ago. Device evaluation: the scratches and displaced polyethylene appear to be consisent with third body wear. Third body wear occurs when a third body, such as a fragment of bone cement, gets trapped between the polyethylene tibial component and the femoral component. As the patient moves, the third body created scratches,and sometimes pitting on the surface of the polyethylene. All other aspects of the devices appear unremarkable. The revision reported was likely the result of pain disease progression, likely osteoarthritis, which required the use of a total knee replacement. This device is used for treatment not diagnosis. Corected data: describer event or problem.

Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Revision: reason not reported. Revision of total knee after resurfacing of mono-compartimental.